Event description:
A customer's mother reported that her son had lost consciousness due to injecting himself with insulin based on a reading obtained on his freestyle flash blood glucose monitor. The customer's meter displayed a reading of 167 mg/dl. The customer's mother stated that the customer injected insulin several times. The customer felt unwell and lost consciousness. Paramedics were called and tried to perform a test using the customer's meter. Again 167 mg/dl was displayed. The customer's meter permanently displayed 167mg/dl. The meter display screen had frozen. A reading of 54mg/dl was obtained on the paramedic's meter. The customer was diagnosed with hypoglycemia. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow-up report will be submitted if the product is received.